Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion on the electrical contacts of the video connector. Based on the results of the investigation, a definitive root cause for the appearance of black lines on the image and its complete blackout could not be identified. However, the corrosion on the electrical contacts of the video connector was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had black lines on the image, and image went completely dark, during set-up/inspection for use. There were no reports of patient involvement.